Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device stuck on the cystic duct and caused bile drainage. The surgeon pulled the device of the duct and then clipped with another clip applier and completed the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.